Event description:
It was reported that there was a controller error on the console. The console was exchanged without issue. There was no harm to the patient.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the logs show the console had motor communication issues at 20:05 followed shortly after by the console rebooting, correctly triggering an unexpected controller shutdown alarm. 8 hours later pump motor driver (pmd) and epm were reset followed by the ossi subprocess crashing and triggering a sw wdg as well as a controller error #1021 for loss of communication to the epm and #1047 for pmd comm loss and triggering a pump stop as a result. There were numerous communication issues and reboots until the pump was removed 5 minutes later with various other subprocesses failing. Device analysis: the failure mode was reproduced as the console was unable to boot up due to communication issue. Replacing the 4-in-1 resolved the issue. Root cause: the cause of the communication issues to the epm and pmd as well as unexpected reboots and pump stops were all cascading failures of a malfunctional 4-in-1.